Manufacturer narrative:
(B)(4). Maude report #: mw5062719.

Event description:
Dexcom was made aware on 07/12/2016 that a issue was reported via voluntary medwatch submitted on (B)(6) 2016 to claim no audio output. There was no report of any injury or medical intervention. No additional event or patient information is available.